Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with post-sensed t-wave oversensing on the ventricular lead via merlin.net. The patient received inappropriate atp. Oversensing was noted on the stored egm. Programming changes were made. The patient is stable.